Event description:
The customer reported via phone call that they experienced high blood glucose which was 404 mg/dl and treated it with insulin pump. Customers current blood glucose was 388 mg/dl. The customer declined to trouble shoot. The auto mode feature at the time of event was not active. The insulin pump will not be returned for further analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.